Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table pump for unknown indications for use. It was reported that there was swelling in the area of the pain pump. External factors included that the patient had a fall. There was no troubleshooting or diagnostics performed. As of the report, there was no intervention taken, and the issue had not been resolved. Surgical intervention was planned for (B)(6) 2026.